Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula retracted inside of the sensor base also found it was broken and missing the broken part; unable to confirm if the customer received the sensor damaged to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the electrode was missing in one sensor. Customer's blood glucose was 127 mg/dl at the time of incident. No further details given.